Event description:
It was reported that, during a ureteroscopy procedure, the fiber broke. The broken pieces were able to be retrieved without harm to the patient. It was noted the fiber did not break apart in the patient. The procedure was completed using another fiber without patient complications.

Event description:
It was reported that, during a ureteroscopy procedure, the fiber broke. The broken pieces were able to be retrieved without harm to the patient. It was noted the fiber did not break apart in the patient. The procedure was completed using another fiber without patient complications.